Event description:
On (B)(6) 2005, a sparc sling system was implanted to treat "stress urinary incontinence and other symptoms." It was reported that, as a result of the sling being implanted, the pt has experienced "significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity," and "other damages." Also reported were, "severe personal injuries," and "severe emotional distress."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.